Event description:
Related manufacturer reference numbers: 2017865-2022-04933, related manufacturer reference numbers: 2017865-2022-04934. It was reported that the patient presented in clinic for generator changeout procedure. During interrogation post procedure, it was found that the pacemaker (pm) exhibited slow inductive telemetry and both the atrial and the right ventricular (rv) leads were connected in the wrong ports of the pm. The atrial and rv leads were reconnected to the correct ports on 18 feb 2022. The pm remained to exhibit slow inductive telemetry. Patient condition was stable.